Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned staler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged and a staple partially formed. The first two staples appear to be slightly misaligned at the distal end. No other defects or anomalies were observed. The stapler was received with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the partially formed staple was unable to properly form or release. The staple was manually removed and the next staple came out with it. Another attempt was made and this time the staple was able to properly formed. However, the staple was unable to release. The staple was manually removed and another attempt was made. Again, the staple was able to properly form but not release. The stapler was disassembled and it was confirmed to have been assembled correctly. A other remarks: functioning lab inventory visistat stapler was disassembled and the anvil from the lab inventory stapler was inserted into the returned stapler. The stapler was reassembled and the trigger was engaged. One staple was properly formed and was able to release from the device. Two more attempts were made and the staple was able to properly form and release in both attempts. The anvil from the returned sample was then inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was properly formed and was able to release from the device. Two more attempts were made and the staple was able to properly form and release in both attempts. It did not appear that the anvil caused the staples to not release in the returned stapler. The anvil was returned to the received stapler. Upon reassembly of the returned stapler with its original components, another attempt was made to fire the staples. This time, a properly formed staple was able to release with no issues. This was repeated multiple times with no further issues. The returned stapler was able to function properly. It could not be determined what caused the first couple of staples to be unable to release from the stapler. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused a couple of the staples to be unable to release from the device. The reported complaint of "stuck in stapler" was confirmed based upon the sample received. The returned stapler was able to fire all of the staples, but some of the staples were unable to release from the stapler with ease. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. It could not be determined what caused some of the staples to be unable to be released as the defect could not be recreated. No further action will be taken.

Event description:
The staples cannot be loaded for application. The patient' condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #: 73f1600484 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples cannot be loaded for application. The patient' condition was reported as fine.